Event description:
The advocate stated that blood glucose readings had been lower than usual. She alleged that control tests were performed while at the pharmacy and the results were 50 and 60 mg/dl. The normal control range was 100-138 mg/dl. The advocate did not have the control solution with her at the time of the call, so troubleshooting was not possible. No product will be returned at this time.